Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the scs ipg was unable to hold charge (external device was unable to locate ipg) and therefore unable to achieve coverage for the entire day. Surgical intervention may be undertaken to address the issue.

Event description:
Further follow-up indicates the patient had their ipg explanted and replaced. Effective therapy has been restored.